Manufacturer narrative:
Samples of the device was returned for evaluation. The defect reported by the customer was not confirmed and functional tests were carried out without any issues found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. PMA/ 510(k) - enforcement discretion.

Event description:
The customer reported that the neb kit w adapter sterile water 1000ml quits nebulizing and they have had kids tracheostomy plug off and they then decompensate. Patient airway was obstructed by secretions. As an intervention, the patient just had to be aggressively suctioned to clear out airway.